Event description:
It was reported the insulin pump had alarmed motor error last week and customer was able to rewind the device but the alarm reoccurred. Customer was able to rewind the device. Customer's blood glucose was 16.9 mmol/l. The device was not dropped, bumped, nor exposed to an MRI. Customer doesn't use the sensor feature. Customer blood glucose has been high in the current week then the prior week. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.